Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 800 mcg/day via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 2017. It was reported that on (B)(6), the patient had gone to the hospital presenting with acute withdrawal and fever. The logs do not go back to (B)(6), the pump may have gone to minimum rate at this time or it could be due to other health issues. An alarm was heard and confirmed by telemetry. A critical alarm occurred; low battery reset occurred; reset occurred; safe state occurred. The logs were checked and on (B)(6) there were multiple messages of the low battery reset and safe state. The hcp was not able to see any earlier messages before this date. The pump volume was checked for accuracy. The pump was last refilled on (B)(6) andthe pump had 20 ml. The hcp aspirated from the reservoir on (B)(6) 2017 and got back about 19 ml. The hcp put in 10 ml. The pump will be kept at minimum rate and discuss with the representative and patient¿s family about the next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp was managing the baclofen pump when it failed prematurely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the hcp requested the pump off password and the pump off password was provided.